Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter remote was prompting an "error 1" message. Per the onetouch ping owner's booklet, this error indicates there is a problem with the meter. The complaint was classified based on the technical service representative (tsr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2010 at 1:30pm. It is not known if the patient made any changes to his diabetes management routine as a result of the alleged issue. However, 10 minutes prior to the start of the issue, the patient claimed he began to feel dizzy. The patient denied receiving medical treatment as a result of the alleged issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.